Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered difficulties removing the balloon from the stent. The severely calcified, ostial, circumflex lesion was predilated with an unk size balloon. The taxus express2 3.0 x 16 mm drug eluting stent was deployed. The balloon was deflated but was difficult to remove. He was able to get it out by backing out the guide and pulling. The stent remains implanted. No pt complications were reported.